Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was cutting out during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated. On (B)(6) 2017, it was reported that the device was cutting out on (B)(6) 2017 during surgery. There was no harm. The doctor attempted to obtain a skin graft using the dermatome; it made a laceration on the patient¿s left upper thigh. The doctor inspected the equipment and the safety guard was intact. The device was taken apart and was then put back together. The doctor then attempted to obtain another skin graft on the lower portion on the lower left thigh, which resulted in another laceration. The doctor then decided to not continue for the safety of the patient. The customer did not return an air dermatome device, serial number (B)(4) for evaluation zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device cutting out cannot be specifically determined with the provided information since the device was not returned. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that there was cutting out during surgery. Additional information received on november 17, 2017 indicated that there was patient harm. When the surgeon attempted to obtain a skin graft using the dermatome, it made a laceration on the patients left upper thigh. After inspection, doctor attempted to obtain another skin graft on the lower portion of the left thigh which resulted in another laceration. The doctor decided not to continue for the safety of the patient. No additional patient consequences have been reported as a result of this incident.